Manufacturer narrative:
H3,h6: the disposable kit 2.8mm shoulder q-fix, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, "during surgery the drill guide from the q-fix implant kit was tight, which caused the drill bit to get stuck in the guide." A review of manufacturing records for the reported lot number 2026764 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection shows a returned drill/ drill guide. The drill was stuck inside the guide. The drill could be removed, it showed deep groves on the shank with a chip that got worked into. The drill cannot be completely inserted and will stop. Other parts were not returned with the instrument. There was another chip found on the drill. There were no manufacturing abnormalities visible/ measurable. The device is single use and could not be functional tested. The drill cannot be completely inserted and will stop. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive load applied to the drill while in use. Or (2) incorrect attachment of the drill to the drill handle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution

Event description:
It was reported that during surgery the drill guide from the q-fix implant kit was tight, which caused the drill bit to get stuck in the guide. The procedure was completed with the same device without a significant delay; however, an additional bone hole had to be made in order to position the suture. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.